Event description:
The patient reported exposed wires on the patient electronic system, the location of the fray could not be confirmed. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.